Event description:
It was reported that the patient was feeling discomfort with his artificial urinary sphincter (aus) device. It was noted that the was a hole in the pressure regulating balloon (prb). The patient underwent a surgical procedure in which his prb was explanted and replaced. The patient is fully recovered.

Event description:
It was reported, that the patient was feeling discomfort with his artificial urinary sphincter (aus) device. It was noted, that the was a hole in the pressure regulating balloon (prb). The patient underwent a surgical procedure, in which his prb was explanted and replaced. Upon explant, the balloon was tested and the hole was confirmed. The patient is fully recovered.